Event description:
Customer reported an overinfusion on a pca ii pump that occurred during patient infusion. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device. The hospital representative stated they are not aware at this point whether or not any record of patient incident involving the pump since the last baxter service event has occurred. No additional information is available.

Manufacturer narrative:
A request for the return on the device has been made and the pump has been returned to baxter. Once the evaluation is complete on this device, a follow-up report will be filed. Any additional information that becomes available will be included in that follow-up.